Event description:
Patient had surgery for mitral and aortic valve replacement. After placement, the mitral valve didn't function properly. It was removed and another larger sized valve implanted. After this procedure the patient did not respond to post op efforts to restore his vital functions/signs. His blood pressure could not be sustained off the bypass and patient expired.